Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an infected aneurysm which had been formed from the left hepatic artery toward the gastroduodenal artery using gore® viabahn® endoprosthesis (jhjr050502j/28012066). A 0.035 radifocus guide wire (terumo corporation) was inserted from the left femoral artery and a 6fr destination guiding sheath (terumo corporation) was delivered to the target lesion. A shepherd hook catheter was then used to replace the guide wire to a v-18¿ peripheral guidewire (boston scientific corporation) for delivering the jhjr050502j. When the physician pulled the deployment line of the jhjr050502j/28012066, a "bow string" was observed and the deployment of the endoprosthesis was reportedly difficult. The physician removed the device from the patient. Upon inspection, it was found that an outer zipper of the endoprosthesis had been deployed to the turnaround and little further. The physician decided not to use the device for patient¿s safety. The procedure was successfully completed using another device. No adverse effects to the patient were reported. The patient tolerated the procedure. The jhjr050502j/28012066 was not returned to gore per hospital protocol due to the possibility of infection.